Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. An event of valve underexpansion and valve migration was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported valve underexpansion appears to be related to patient condition (calcium). A cause for the reported migration was due to procedure contribution (slipped up due to post ballooning). However, this cannot be confirmed. The reported unexpected medical intervention and surgical intervention were the result of case-specific circumstances, as a post-implant valvuloplasty and valve-in-valve were performed.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant. The case was reported to be difficult. There was sufficient calcium to allow anchoring. Pre-dilatation was performed with an unknown sized balloon. During procedure, the valve was re-sheathed more than twice and the physician is aware of the IFU warning. The implant depth at release was between 3mm and 4.5mm. Post-release, post-dilatation was performed with an unknown sized balloon. Then, the valve "slipped up due to post ballooning." The navitor migrated towards the aorta; it did not block any arteries. The user alleged that the cause of migration was due to incomplete stent opening because of calcium. A new unknown sized non-abbott valve was successfully implanted via valve-in-valve. No patient consequences were reported.